Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the zip tie for the capacitor broke causing the capacitor to come loose. Additional malfunctions are the inlet filter is dirty and the zip tie for the heat exchanger was replaced.